Manufacturer narrative:
The device was returned to resmed and an engineering investigation was performed. Review of the device logs confirmed the occurrence of the error messages (sf101 and sf218) and revealed the device failure to complete its internal self-test. The investigation determined that the device faults were due to contamination in the pneumatic block from water ingress. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf218) indicating an incorrect outlet pressure measurement and a mainboard error. There was no patient injury reported as a result of this incident.